Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2010. During the procedure, there were pressure fluctuations one minute and fourteen seconds into the therapy cycle. The patient had been sounded to approximately 9.5 cm. Twenty cubic centimeters of fluid was inserted into the cavity. It is unknown how much was extracted. A hysteroscopy was performed. When the balloon was removed, a hole was noted. The procedure was successfully completed with a second like device with no adverse patient consequences.